Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retain lot w64819b. No issues with d-dimer recovery were observed. Manufacturing batch records for lot w64819b were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported correlation issues between triage d-dimer and stago analyzer during their evaluation phase of the triage d-dimer panel. Customer stated their site is not yet active with triage d-dimer. Ddimer=258ng/ml ddu, stago = 1050ng/ml feu. Repeat with new test device: triage ddimer=204ng/ml ddu, triage ddimer =225ng/ml ddu, stago = 630ng/ml feu, triage ddimer= 134ng/ml ddu, stago = 1500ng/ml feu. The triage normal is < 400 ng/ml (0.4 ug/ml) and sanford lab's normal is < 0.5 ug/ml(500ng/ml). Customer performed their own conversion calculation on the stago results. Although requested, no patient diagnosis provided. No specific patient information provided. Customer stated that d-dimer for triage has not been implemented at their site since they are still in midst of attempting to validate the system for d-dimer, and therefore none of the results obtained on the triage have been reported out to physicians. Only the results on the stago would have been used in assessing/determining patient diagnosis/ treatment.